Event description:
Removed catheter from packaging to start IV on a pt. Observed the end of the catheter was broken and protruding outward. This is the 3rd catheter that has shown this problem. The other 2 were thrown out by accident.